Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia, with blood glucose reportedly reaching 400 mg/dl and remaining elevated for approximately six hours, while using an ilet system with a steel cannula infusion set and later changing supplies without visible issues. Symptoms included fatigue. Outcomes included no medical intervention, no ketone testing, and no use of back-up therapy. Troubleshooting and education were provided, including counseling not to announce meals to correct hyperglycemia. Investigation included review of the user¿s report and case details, with no alerts or alarms reported. Investigation of this case revealed an unclear cause of hyperglycemia, with no device alarms and no confirmed device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.